Event description:
It was reported that pump displayed minimum fill notification while customer attempted to load new cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case, clean pneumatic tap area with alcohol wipe or lint-free cloth, and reload same cartridge, after which cartridge loaded successfully and insulin delivery was resumed.